Event description:
The customer reported the system experienced communication errors. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board, generator interface board, fluoro functions board and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.